Event description:
It has been reported to us that during the procedure a dissection of the coronary artery was noticed. The physician inserted the guide catheter into the pt. The physician inserted a stent delivery catheter for direct stenting of the artery and while the physician was advancing the stent delivery catheter forward through the guide catheter, the physician felt resistance between them. The physician advanced both the stent delivery catheter and guide catheter forward and deeply seated the devices. The physician had to push the stent delivery catheter several times, and the physician then noticed a dissection near the right corornary artery entry. The physician removed the stent delivery catheter and inserted a different stent delivery catheter for treatment of the dissection. The physician performed post dilatation on the vessel. The physician continued the procedure without any further issues. The pt is reported to be fine. The actual product has been discarded and will not be returned for eval.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for eval. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be conducted. Device discarded - not returned for eval.